Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts while attempting to rewind the ilet following a failed firmware update, despite multiple restarts and with no supplies loaded, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user used an alternative insulin therapy during the interruption. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.